Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of the communication difficulties was determined. They reported that what most likely caused or contributed to this issue was that they were at their ends. They reported that steps taken to resolve the issue included that they needed to persevere and it was hard to find. They reported that the issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they could not get the communicator to find the implant, and just kept on seeing "device not responding" message. The agent had the patient unplug the communicator from the charger, and try connecting again, but the patient had repositioned the communicator over the ins multiple times with the help of their husband, but they still could not get it to communicate. They also added that they've always had this issue from when they had the new ins. The agent had the patient to palpate the ins, but they said that they could not feel it at all. Troubleshooting during the call did not resolve the issue. Agent emailed manufacturer rep in the area to further address the issue. Agent documented reported events. The rep indicated that they spoke with the patient. On 2025-dec-02 the patient called back in to reach their rep as they were supposed to call them this week after finding their device. An email was sent to the rep. The rep again indicated that they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.